Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek is being filed under a separate manufacturing report number.

Event description:
It was reported that during device preparation and prior to use the protective sheath was being removed from the 3.5 x 15 mm nc trek balloon and resistance was met; additional force was used and the sheath was removed, however, the tip became stretched. The device was not used; there was no patient involvement. A second 3.5 x 15 mm nc trek was prepared for use and also met resistance with the protective sheath removal, however, saline was used to lubricate the tip area and the protective sheath was successfully removed without resistance or damage. The device was used with a femoral artery access approach during the procedure of the proximal right coronary artery (rca) without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned so the difficulty in removing the balloon protective sheath was not able to be confirmed. A review of the complaint database revealed no events for difficulty in removal of the balloon sheath from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, the issue is possibly related to manufacturing. A review of the data demonstrates that there is no evidence of a wider population of product being impacted. The incident has been assessed as having a low impact. This type of reported complaint will continue to be monitored per local quality procedures.